Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. 1. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information ans: no but poor quality of suture might put patient at risk. 2. Could you please provide more information about fragments generated? Ans: suture snap in the middle on tying knots. Clarify with surgeon, normal strength used. Not to say specific fragment generated, but it is not supposed to snap. 3. Did the surgery prolonged due to the fragments generated issue? Ans: yes. 4. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Ans: no. 5. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Ans: unknown. 6. How long (in minutes) did the surgery prolong? Ans: 5-15min. 7. What tissue was being sutured when the event occurred? Ans: skin. 8. Was additional dissection required in other organs/tissues other than the target tissue? Ans: no. But to remove the unstable knots. Surgeon need to cut off the suture and do another bites. It might affect the tension around the tissue. 9. What is the source of information for the queries above? Ans: surgeon's feedback. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04937.

Event description:
It was reported that a patient underwent an acl procedure on (B)(6) 2023 and suture was used. During the procedure, the suture break during surgery. No adverse patient consequences were reported. Additional information was requested.